Manufacturer narrative:
(B)(4). A review of lot f1729102, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that after a mynxgrip vascular closure device (vcd) was advanced down into the procedural sheath, the vcd and sheath were stuck. Difficulties were encountered pulling both the sheath and vcd back to the black handle. Excessive force was applied and the sheath and gripper (shuttle) were retracted back. The advancer tube was advanced and the deployment continued. The patient¿s left cfa (common femoral artery) bled after the vcd deployment and manual compression was applied for 15 minutes. The vcd was used for closure following a diagnostic procedure. The patient's hospitalization was not extended. The vcd will be returned for analysis.

Event description:
Addendum (04/19/2018) additional information received indicated that a 5f mynxgrip vascular closure device (vcd) was used in the reported event.

Manufacturer narrative:
The following section information is being corrected based on new information received: brand name, model number, catalog number, lot number, expiration date unique identifier (UDI) #:, concomitant medical products and therapy dates, device manufacture date. Complaint conclusion: it was reported that after a mynxgrip vascular closure device (vcd) was advanced down into the procedural sheath, the vcd and sheath were stuck. Difficulties were encountered pulling both the sheath and vcd back to the black handle. Excessive force was applied and the sheath and gripper (shuttle) were retracted back. The advancer tube was advanced and the deployment continued. The patient¿s left cfa (common femoral artery) bled after the vcd deployment and manual compression was applied for 15 minutes. The vcd was used for closure following a diagnostic procedure. The patient's hospitalization was not extended. Additional information received indicated that a 5f mynxgrip vascular closure device (vcd) was used in the reported event in conjunction with a 5f non-cordis sheath. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the introducer sheath pulled back against the shuttle handle. Without the return of the sealant, therefore, a complete physical investigation could not be performed. The advancer tube was separated from the device as received. The syringe was connected to the device with the stopcock open. The sealant was not returned. The condition of the returned device indicates that the device may have been manipulated during subsequent handling. The advancer tube was inspected at high magnification to determine whether there was damage to the advancer tube¿s distal end that may have contributed to the reported event. No damages or anomalies were observed. Review of lot f1734503 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the investigation performed, the event reported as vcd and sheath were stuck could not be confirmed and reported difficulties of pulling both the sheath and vcd back to the black handle experienced by the customer could not be conclusively determined. Per the mynxgrip instructions for use (IFU), it instructs user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.